Manufacturer narrative:
The hill-rom technician found both brake and steer casters not working properly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 and 2011. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced both the brake and steer casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brake caster wheel rolls when in brake (brakes not holding) the bed was located at the account in the storage area. There was no patient/user injury reported. (B)(4).